Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient recovered without sequelae.

Event description:
On (B)(6) 2016, information was received from a company representative regarding a (B)(6), female patient who was receiving fentanyl 2000mcg/ml at 12.2 mcg/day (minimum rate) and bupivacaine 0.8mg/ml at 0.00487 mg/day (minimum rate) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On an unknown date, the patient experienced increased pain. On (B)(6) 2016 at a pump refill, the managing physician was unable to access the refill port and suspected a flipped pump. An ultrasound confirmed that the pump was flipped. On (B)(6) 2016 during surgery, the pump was found to be flipped and the catheter was severed at the pump segment. The surgeon performed a complete catheter replacement, added a mesh pouch and anchored the pump. As of (B)(6) 2016 the event had resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
Catheter analysis results revealed an event-related dark residue occlusion in a dispensing hole in the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.